Event description:
It was reported that the 2000 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power was found to be defective. The customer canceled the svc call. A follow up report will be filled when add'l details become available.